Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor errors and no delivery alarms. Customer also reported that the insulin pump also rejected batteries. Customer's blood glucose reading was unknown. The customer declined helpline assistance. The insulin pump is not expected to return.